Manufacturer narrative:
Additional, changed, and/or corrected data: e1, h6.

Event description:
Healthcare professional reported a patient was injected with 5 syringes of juvéderm volux¿ xc and with 5 syringes of juvéderm voluma® xc into the chin and other areas of the face. Two days later, patient started experiencing a vascular occlusion in their chin. Patient was treated with hylenex. The symptoms has been resolved. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvederm voluma xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected with 5 syringes of juvéderm volux¿ xc and with 5 syringes of juvéderm voluma® xc into the chin and other areas of the face. Two days later, patient started experiencing a vascular occlusion in their chin. Patient was treated with hylenex. The symptoms has been resolved. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-30600). This MDR is being submitted for the suspect product, juvederm voluma xc.